Event description:
The pt received 2 scs leads, the lot number(s) is unk. It was reported the pt's 2 scs leads were explanted due to lead migration. Only one scs lead was replaced. The pt regained stimulation following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.